Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to ongoing issues with the integrated multi-sensor technology (imt), and requested service. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, for which the customer had already replaced a chip and x tubing, the cse ran precision test, resulting within range. The cse reran precision test on two random patient samples across both analyzers, resulting identical. The cause of the discordant, falsely elevated sodium (na) results on 3 patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The samples resulted higher than initially tested when repeated on the same instrument. The discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.